Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, this device was held due to pending litigation. Recently the legal case has been settled and the device was forwarded for analysis. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting beep tones. A boston scientific technical services (ts) consultant discussed the possible causes of beep tones and recommended that the patient follow up with their physician. The device was explanted for normal battery depletion. No adverse patient symptoms were reported. Upon its return, this device was held due to pending litigation.